Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jun-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a lead is disconnected or not working and they are planning for surgery. The patient reported that a mdt employee named rosemary (last name unknown) deactivated the lead so it would not be stimulating. The second lead is loose in his body. The xray shows two leads implanted but the caller indicated that they couldn't identify where both leads were going. The patient claimed that therapy was effective and then while working he twisted and something popped and that cause one lead to come loose. The caller did not know which lead it is that loose, but the patient reported that it is the lead for his back. The other lead is for his leg. Troubleshooting was not required. The issue was not resolved through troubleshooting. The rep reported that she was not aware of the lead disconnection. Patient reported she saw him for adaptive stimulation issues. Rep stated when she saw him battery was working correctly it just needed to be programmed for adaptive stim in certain settings. Issue was resolved. Patient uses only 1 lead to get coverage of pain in his leg. This would save him from recharging as often. No mention of lead disconnect.